Event description:
The customer initially reported that the device had its service indicator illuminated and had an event code logged. After an additional evaluation of the device, physio-control observed that the device could not deliver defibrillation energy.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.upon further evaluation of the removed therapy pcb assembly, it was observed that several components were electrically damaged due to excessive current on the board. Through circuit analysis, the cause of the reported failure was determined to be a diode, designator cr44.